Event description:
Additional information received from the consumer reported in his excitement the patient failed to do or follow the proper instructions. After the patient understood what he had to do, everything went ok. Basically, the patient was using the small set up piece to charge the internal battery, but just needed to use the bigger unit to use as a charge instead of using the small unit. The patient did not know the names of the units, but the small unit was not used to charge the battery. The problem was solved. The units all seemed to be working and the patient thought he just needed more time. The patient just did not know how to work the unit. As on (B)(4) 2016 the patient did not have problems. Later, it was reported the patient had old pain and was hoping for the spinal cord stimulator (scs) system to help it. It was helping, but not helping with the old pain the patient had before the device. The patient stated he had some metal in the back from a previous issue before implant. Back in the day, the patient had a piece of metal put in his back and wanted to know if this would help with the pain. It was an 8 inch piece of metal, and the patient was not sure if the results were any difference. They put metal back some time ago where needles were. At this time the patient also noted he met with a manufacturer's representative (rep) in (B)(4) 2016. The rep made an adjustment and decreased stimulation so the patient did not have to recharge as frequently. The patient was only getting 20-30% pain relief during the day and was not satisfied. At night, the patient was getting good therapy. The patient stated he was not a typical patient as he had lots of metal stuff in his back.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported poor communication on the patient programmer. The patient had tried for two hours and could not get it connected. On the day prior to the report, the patient said the recharger worked but he would not get the recharger out to try on the day of the report. It was noted the patient was recently implanted on (B)(6) 2016 and still had bandages. The patient insisted he did not have swelling because it connected on the day prior to the report. The patient said he had a symptom of not getting any response through the night and he had it up to 600. This occurred on the night prior to the initial report. Two days later, the patient reported he was unable to charge. The charger was not working because he had been charging since the day before and the implant would not charge. It was also noted the patient was not getting the lightning bolt. The implantable neurostimulator (ins) was showing about 25% charged. At this time, the patient said the implant was done on (B)(6) 2016 and the healthcare provider (hcp) gave him permission to charge the implant. Recharging best practices were reviewed and a reposition antenna screen and poor coupling were noted. The patient was unable to get coupling boxes. It was noted the patient was not using the belt. The patient said the incision was not sensitive. Repositioning the antenna did not resolve the issue. An antenna locator feature was attempted and that did not resolve the issue. Information was explained to the patient about coupling bars, icons, and the lightning bolt, but the patient seemed to think there was a problem with the charger. The patient was insisting that something was wrong with the recharger. It was reviewed the charger was functioning as intended. The manufacturer's representative (rep) reported the charger was functioning correctly and repair did not need to replace it. The rep indicated they would meet with the patient again. The rep extensively taught the patient for over an hour. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.